Event description:
Patient's mother reported pump issue. First time administering. Per patient's mother, set up is not infusing correctly. Confirmed xembify syringe, pump, tubing placed correctly. Confirmed if take syringe out of pump, pump is working correctly. Advised to replace versarate plus tubing, still did not work. Advised to manually push by taking out versarate plus tubing and connecting needleset directly to syringe and manually pushing 1ml every 1-2 min as tolerated. Per patient mother, that worked (no missed dose). Stated there was a lot of resistance with black tab on freedom pump and would like new pump. Xembify indication: nonfamilial hypogammaglobulinemia. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.